Manufacturer narrative:
(B)(4). Batch # t92v4y. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the harh36 was being used by the surgeon when it stopped functioning and the generator alarmed. Upon inspection the theatre staff noticed that the tip of the blade appeared to have broken off inside the patient. The blade tip was retrieved from the patient and a new harh36 was opened and the procedure completed utilizing this. There was delay of 10 minutes. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # t93f5a. Investigation summary: the device was returned with no apparent damage and with the blade tip intact and not broken off as reported by the customer. In addition the tissue pad slightly shifted. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device and there were no alert screens displayed at any time during testing. Then the device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.